Event description:
Lpn was giving im injection to right deltoid. Needle dislodged in resident's arm. When plunger pushed, nurse heard "click" noise. Resident did not move arm during injection. Spring device within hub of needle loose - not connected. While giving 1m injection entire needle was lodged in resident's arm. Hub of needle defective. Resident sent to local hospital for treatment. Manufacturer notified. Route: im. Dates of use: 1 time use 2009. Diagnosis or reason for use: im injection.